Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to exhibiting high thresholds. During the explant procedure, it was reported that remnants of the lead were unable to be extracted and remain in the patient at this time. The health care professional (hcp) reached out to technical services (ts) regarding options for performing an off label magnetic resonance imaging (MRI). Ts provided information and guidance. No additional adverse patient effects were reported.